Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently in the process of being evaluated. This is an ancillary service event. Initial evaluation verified the increased intra-peritoneal volume (iipv) event through an event history log review. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The evaluation is complete. The issue was verified through review of the event history logs. A review of service history data was performed and revealed no previous device servicing that would have caused or contributed to the event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device also received an external/internal inspection. The cause of the issue was unable to be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain volume error 104 alarm. This alarm occurred on (B)(6) 2014 at 09:11. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. No additional information is available.